Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received on 24feb2026 indicates that surgical intervention was undertaken wherein the entire system was removed [related manufacturer reference number: 1627487-2025-06247]. One of the leads was difficult to remove, so a laminectomy was needed at l3. X-ray imaging confirmed all devices removed. In addition, the recently replaced ipg was also removed as the doctor deemed the site to have reduced wound healing. The new ipg pocket was moved further down to address this issue.